Manufacturer narrative:
The product in question was returned and technically analysed by ovesco. Upon arrival the clip was detached from the cap, making it impossible to analyse its position after the failed application attempt. No deviations from product specification could be found on the cap or the white application ring. The hand wheel showed signs of excessive force and non-axial movement. It was reported that the hand wheel was turned once in order to apply the clip. It is important to veify clip application by observing the white application ring. Clip application may require more than one turn of the hand wheel. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. If the clip application is not verified prior to tissue resection, a perforation can occur. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the colonic ftrd was used for the treatment of an adenoma in the rectum. The hand wheel was turned once and clip application was not verified before tissue resection. The resulting perforation was closed with a clip within the same procedure. No further information about the paitient´s state of health are available.